Manufacturer narrative:
A review of the device history record has been initiated. If any deviations or non-conformances are found, a supplemental medwatch will be submitted.

Event description:
Healthcare professional reported that prior to implant of a xen 45 gel stent that "when it was opened the sealed external packaging, it was checked that it was missing the sterile sealing paper of the plastic packaging, closest to the injector". No patient contact occurred, and surgery was completed with a back up device.